Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During follow-up, noise and low pacing impedance were observed on the right atrial (ra) lead. The event was resolved by capping the ra lead as atrial pacing was no longer required. During the procedure, insulation damage was visually confirmed. The patient has twiddler's syndrome and was in stable condition.